Event description:
Physician reported right scaffold explantation due to "breast implant extrusion" for a patient in the (B)(4) study.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device labeling addresses the reported event of extrusion as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion."